Event description:
It was reported that on (B)(6) 2026, that the mcot monitor - a13 - verizon was getting hot to the touch whole charging. The patient's daughter touched the monitor and burned their finger on the base of the monitor and monitor charging cable. It was also noted that the monitor and charging cord had burn marks. No medical attention was sought for the burn. There was no property damage. A replacement was ordered. No additional information provided.